Event description:
This pt's device was implanted upside down (with the receiver/stimulator magnet toward the skull). Over time, the pt experienced a decrease in performance and speech understanding and decreased speech processor battery life. Diagnostic testing performed on 03/20/2006 suggested damage in the electrode lead wire at the exit from the receive/stimulator. The device was explanted in 20056 and a new device was implanted at that time.